Event description:
The pt wears a device in the nose which is part of their CPAP machine. A brand-new device removed from the original package presents a very strong chemical odor and it is unk if this device could be harmful along the years of use. The pt tried to contact the supplier to change to another brand, but the supplier said there was no other brand available. Moreover, the supplier suggested to submerge the device in a solution with "vinegar" to decrease the odor. Upon trying to contact the MFR, it was found that there was no consumer/pt's affair department. The question still remains: "is this device tainted and/or a health hazard." Here is its description: l nuance / nuance pro gel pillows cushion rp hcpcs a7033 made in (B)(4) bar code (B)(4), MFR: respironics inc., (B)(4).